Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The pump was not returned for evaluation, however the device logs were made available for review. Log history states: -on (B)(6) 2021 at 9:46am a drug library selection of atrc500, dose rate of 5mcg/kg/min and a patient weight selection of 70kg had an infusion start time of 10:04am. -at 11:08pm with a volume infused to 358.36ml, new dose rate was set to 14mcg/kg/min (29.4ml/hr) with doseguard overrules. -at 11:12pm with a volume infused to 360.10ml patient weight was changed to 140kg and a doubling of the rate to 58.8ml/hr with doseguard overrules. -at 11:12pm with a volume infused to 360.20ml, new dose rate was set to12mcg/kg/min (50.4ml/hr) and this infusion continued until air alarm stopped infusion on (B)(6) 2021 at 12:09am with a volume infused to 407.72ml. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported event are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
Atricurium shown to be programmed @ 28 mcg/kg/min, which is above the hard max of 19 mcg/kg/min and infused for a duration of 23 seconds. No patient injury or intervention required.